Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3129613, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was protruding out of the catheter tubing near the catheter tip. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for further inspection the engineer could not determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the catheter. The following was translated from spanish to english: intravenous catheter with damaged tip. It is reported that the safety intravenous catheter has a quality failure causing malfunction and damage to the device, which leads to the occurrence of incidents due to the use of the device. The above is notified in order to verify the report and the contributing factors of the non-conformity to prevent safety events that could be caused by the use of the medical device.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the catheter. The following was translated from spanish to english: intravenous catheter with damaged tip. It is reported that the safety intravenous catheter has a quality failure causing malfunction and damage to the device, which leads to the occurrence of incidents due to the use of the device. The above is notified in order to verify the report and the contributing factors of the non-conformity to prevent safety events that could be caused by the use of the medical device.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.